Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that six patients were implanted a revitan stem hip impl win gen on an unknown side (exact date not reported) and flap fracture occurred during the operation as a result of osteolytic or osteoporotic weakness of the flap. The individual pieces of the fractured flaps could be recovered intact and effectively joined together again using double-looped cerclage osteosynthesis.

Manufacturer narrative:
Additional information was received on august 29, 2017. The investigation results of the provided information are available. Missing information was requested from the author of the journal article. It was explained to zimmer (B)(4) that the required data cannot be provided. The DHR check could not be performed as the lot number was not available. The missing device data information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no item number was available trend analysis: the trend analysis could not be reviewed as no item number was available. -event summary: it was reported in a journal article that during six surgeries, patients bone fractured as a result of osteolytic or osteoporotic weakness. The individual pieces of the fractured flaps could be recovered intact and effectively joined together again using double-looped cerclage osteosynthesis. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation. No product documentation was reviewed for investigation. Root cause analysis root cause determination using dfmea. -lack of anatomical reconstruction of the joint, dislocation, migration of stem short and long term, splitting of bone, improper initial setting of the implant due to wrong size implanted (incorrect size chosen) possible: the size of the implant which was used is unknown, therefore it cannot be excluded, that the bone fractured due to a wrong implant size chosen. Another root cause, as stated by the surgeon, could be that the bone fractured as a result of osteolytic or osteoporotic weakness. Conclusion summary we consider the following statement from the journal article as most probable root cause: "the patients experienced intraoperative bone fracture as a result of osteolytic or osteoporotic weakness." Further, it is unknown, whether the surgeon is familiar with the surgical technique and if it was followed and/or whether there are other conditions which could have contributed to the reported event. An exact root cause could therefore not be determined. Complaints related to same article: (B)(4). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).